Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation/migration'), embedded device ('essure coil is noted, embedded within the left cornua extending slightly into the left fallopian tube/embedded within the myometrium') and device expulsion ('essure coil is noted, embedded within the left cornua extending slightly into the left fallopian tube/embedded within the myometrium'). In a female patient who had essure (ess205), inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy with essure removal/uterosacral). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the perforation, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and perforation to be related to essure (ess205). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration'), embedded device ('essure coil is noted embedded within the left cornua extending slightly into the left fallopian tube/ embedded within the myometrium') and device expulsion ('essure coil is noted embedded within the left cornua extending slightly into the left fallopian tube/ embedded within the myometrium') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy with essure removal/uterosacral). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the perforation, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: medical records received new reporter information, new event embedded device , partial expulsion device was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.